Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0yxzh, implanted: (B)(6) 2015, product type lead.

Event description:
The consumer reported experiencing a sudden return of symptoms. The therapy was giving 50% or greater efficacy until the day of the report. Stimulation was not felt despite the therapy being on. During the call, the patient increased stimulation and felt stimulation in the correct area. The patient was instructed to monitor symptoms on new setting. Cause and outcome remain unknown. Follow up was conducted to obtain additional information. The indications for use included gastrointestinal/pelvic floor and urinary dysfunction.